Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the miscounted item makes unable to issue medication. A technical support specialist performed cycle count, checked the patient medication order total quantity value to 1 and advised the user to communicate with synchrony pharmacy to perform this activity to resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that in a pyxis medbank system the miscounted item makes unable to issue medication. The customer reported that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.